Event description:
Patient stated, that she had a surgery and her wound had opened up. Additional dermabond was applied while still in the hospital. During a follow-up call on 11/16/07 the pt reported that she had a laparoscopic gallbladder surgeryin 2007. The small incision was closed with dermabond and no sutures were used. One day postoperatively, the wound dehisced and the dr applied more dermabond. This occurred several times and then the wound became infected. Patient was treated with IV antibiotics, required CT scans and wound packing. The wound has since healed.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the info is provided at a later date, supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states, that pts treated with dermabond topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) .there should be only transient wetting of the treatment site. The pt may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.